Event description:
Leak at joint of the 1/2 x 3/8 luer lock connector on the arterial pump boot tubing and transmembrane pressure line of the cellplex produced heart lung pack. They were unable to stop the leak with tightening or resetting the tubing connection. Started leaking just prior to going onto bypass. There was no sign of a leak during set-up or while waiting to go onto bypass. The leak did not stop. The surgical team opted to come off bypass and change the component out as they were worried that it would deteriorate even further. Action taken: the pt was removed from bypass. The connector was removed from the circuit and was replaced with a non-coated, non-luer locked replacement from stock. Upon examination, it was noted that the connector was cracked. Influence on pt: had to discontinue bypass for approx 5 mins while part was changed out.

Manufacturer narrative:
The returned device had visible stress whitening at the crack site along the length of the luer port. The stress appeared to have been caused by over-tightening of the mating component. Timing of the port cracking relative to the over-tightening could not be established from the examination of the port nor the info provided. There was no visual evidence of any material or molding process defects that could have contributed to the issue. Cobe supplies this connector as a non-sterile component to a distributor for incorporation into custom perfusion tubing sets.